Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency room on (B)(6) 2018 after falling due to weakness and dizziness. The device was interrogated and it was noted that the right ventricular lead impedance was out of range and the pacing threshold had increased. The device was reprogrammed until the procedure on (B)(6) 2018 where the lead was capped and replaced. The patient was stable after the procedure.